Event description:
It was reported that the customer received a continuous glucose monitor error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided detailed information on how to reset the pump and guided the caller through the reset process, after which the error code did not reappear. The caller successfully initiated their sensor session.